Event description:
It was reported that the customer was taken to the hospital due to low blood glucose of 30mg/dl by the time the paramedics arrived. Troubleshooting was performed. The caller stated that the insulin pump alarmed button error. Advised the wife that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.